Event description:
During patient repositioning, a foley catheter dislodged. Inspection revealed the retention balloon had burst. Catheter was replaced.

Manufacturer narrative:
During patient repositioning, a foley catheter dislodged. Inspection revealed the retention balloon had burst. Catheter was replaced. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the investigation involved testing of the actual/suspected device, trend analysis, and an analysis of production records. The investigation found an observed malfunction without a conclusing finding and a cause was not established. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.